Manufacturer narrative:
E1: initial reporter address- (B)(6). Device evaluated by manufacturer: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a kink to the shaft of the device located approximately 190mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that a device leaking occurred. The 70% stenosed target lesion area was located in the moderately tortuous and moderately calcified left superior femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in a renal artery plasty. During procedure, at second inflation, it was noted that the balloon was leaking and unable to inflate at 6 atm for 10 seconds. The balloon was removed over the wire from the patient. The procedure was completed with another of the same device. No patient complications reported and patient was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon leak occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left superior femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in a renal artery plasty. During procedure, at second inflation, it was noted that the balloon was leaking and unable to inflate at 6 atm. The balloon was removed over the wire from the patient. The procedure was completed with another of the same device. No patient complications reported and patient was stable.